Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID neu_unknown_cath (unknown serial/lot); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that a catheter dye study was performed on (B)(6) 2024 and she was not present for that but found out the catheter will be revise on (B)(6) 2024. The company representative (rep) stated that the primary care physician did the last refill, and the managing physician was concerned based on what was noted that they had to "jab" the pump to do the refill successfully. The agent reviews if they were planning to be in the pump pocket site for the catheter revision to inspect the silicone septum for damage and then a medical decision to replace or not. She will review the issue with the physician, and she plans to report all details and issues when the case is complete, so no further questions asked on call when offered to report for field employee.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe. Merge into (B)(4).

Event description:
Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the catheter was revised due to unable to aspirate from the catheter. The issue was resolved.

Manufacturer narrative:
H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.